Manufacturer narrative:
(B)(4). Batch # t5aa1t. Additional information was requested, and the following was obtained: can you please clarify how the device "misfired"? Some staples were formed in a partial staple line. Unable to determine if staples were present but unformed. Did the device cut? Yes. If the device cut/fired, was the cut line complete? Yes. Did the device staple? The device did staple, but with a partial staple line. There were gaps in the staple line with unformed staples. Unable to determine if staples were present but unformed. If the device stapled/fired, was the staple line complete? No. If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? The staples that were formed appeared to be correctly formed. You have stated that "device appeared to not have correct amount of staples loaded in the stapler". Is this because the staple line was missing staples (not a complete staple line delivered)? Not a complete staple line. Device analysis: the analysis results showed that the cs40b device was received with no apparent damage and with two cr40b reloads present. The reloads (b & c) were received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Reload (b) cr40b, t5a300 fully fired. Reload (c) cr40b, t5cv03 fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a colectomy, faulty stapler. Stapler misfired. The staple line fell apart. Device appeared to not have correct amount of staples loaded in the stapler. Case completed with another device of the same product code. There were no patient consequences reported.